Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual or functional abnormalities observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a transabdominal preperitoneal (tapp) hernia repair procedure. When then surgeon fired th e device to the cooper ligament, the tack did not come out completely from the shaft and was stuck. In addition, the tack was not placed to the cooper ligament, but was caught on the mesh, so it was difficult to remove the tack from the mesh. Eventually, the surgeon held the mesh with forceps and removed the tack together with the tacking device, by force. This did not cause any tissue damage. After that, the surgeon fired the tacking device outside of the patient. The partially fired tack and the next tack were fired without any problems. Stopped using the device and opened another. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.